Event description:
Pulmonary artery catheter inserted in preparation for surgery. Following catheter placement, significant hemoptysis occurred, secondary to pulmonary artery infarct and rupture. Despite surgery and heroics, pt expired. On 5/3/99: right subclavian approach at 62cm, spontaneously wedged (migrated into small pulmonary artery distally), and pulled back to 57cm. Over next 1-2 hours, several episodes of spontaneous catheter wedging with return to pulmonary artery waveform after manipulation. Spontaneous hemoptysis, md ordered catheter to be pulled back to 50cm.